Manufacturer narrative:
Device evaluation indicated that the complaint couldn't be confirmed. The ipg passed all the required tests and it revealed no anomalies. Sc-2316-50 sns (B)(4): the leads were cut and only the proximal end was returned. Damage to the devices is a result of a typical explant procedure and it is not considered a failure. Sc3400-30 sns (B)(4): the lead extensions passed all the required tests and it revealed no anomalies.

Event description:
A report was received that the patient was experiencing pain at the ipg and lead sites. The patient was also having inadequate coverage due to high impedances. The patient underwent an explant procedure. The physician suspected malfunction with the splitters.

Event description:
A report was received that the patient was experiencing pain at the ipg and lead sites. The patient was also having inadequate coverage due to high impedances. The patient underwent an explant procedure. The physician suspected malfunction with the splitters.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30cm). The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.